Event description:
Death of a pt in a home setting while being monitored with an n200 pulse oximeter. The supplier was informed by a nurse that when the nurse found the pt expired, there was no audible alarm sounding. Caller did not allege any malfunction to the monitor, but wished to have the monitor evaluated.